Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lsvh, anterior posterior colporrhaphy, bilateral paravaginal defect repair, bilateral sacrospinous fixation, cystoscopy due to pop and sui. It was reported that following insertion the patient experienced pain, painful intercourse, recurrence of frequent urination, cervical prolapse, stomach pain, recurrence of sui. It was reported that patient experienced significant cervical prolapse and underwent laparoscopy - uterosacral ligament placation, repair of enterocele , trachelectomy. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.